Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent noise on the right ventricular channel. Isometric testing and pocket manipulation were unable to reproduce the noise. No patient symptoms were reported and the patient would continue to be closely monitored.